Event description:
It was reported that the system produced uncommanded x-rays. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative contacted the customer by phone, assisted them in evaluating the system, and could not reproduce the reported problem. The system operates as intended. This system is used for experimental purposes where pigs are the test subjects and not used on human beings. Therefore, this malfunction did not result in a possible aro (accidental radiation occurrence).